Event description:
10 days after the placement of a multi-lenght ureteral stent in a cancer patient, the patient complained of pain and was unable to void. Patient's diagnosis was bilateral hydronephrosis and patient's ureteral orifice was described as red edematous. The doctor reportedly removed the stent and replaced it with a competitor's stent and no further complications were reported. This is a cancer patient with no known allergies who came back to the hospital because the chemo-port had become infected. The restricted flow from the patient's kidneys was found by accident.